Event description:
No additional information received.

Manufacturer narrative:
Our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of needle disengagement difficult was not confirmed upon inspection of the photo. The supplied photo does not clearly show the reported defect. A physical sample would be needed to investigate this reported defect. Bd cannot confirm the cause of the failure since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed.

Event description:
It was reported that bd nexiva needle disengagement was difficult resulting in catheter tear. The following information was provided by the initial reporter: when inserting a peripheral IV the nurse reported that the wire locked in place and was unable to be removed from the catheter and puncture the catheter itself during the process. The patient was not harmed other than requiring an additional puncture for an IV to be placed. I spoke to also she said the nurse felt it sheared when pulling back the needle was what she was told but she could not tell on device because it was in bag. Customer wants shipping material and label to be able to send back. I am waiting for the address to send too an will send when I have it.